Event description:
It was reported that the patient has good relief from the reactiv8 system therapy; however, the implantable pulse generator (ipg) is becoming uncomfortable and feels like it is titling up at the corner, according to the patient. The patient underwent a surgical procedure to reposition the ipg deeper into the pocket. The same site was used. There was no report of patient harm or injury as a result. The device remains implanted and functional.

Manufacturer narrative:
Mml # (B)(4).

Manufacturer narrative:
Mml # (B)(4). Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant nonconformancess were found.

Event description:
It was reported that the patient has good relief from the reactiv8 system therapy; however, the implantable pulse generator (ipg) is becoming uncomfortable and feels like it is titling up at the corner, according to the patient. The patient underwent a surgical procedure to reposition the ipg deeper into the pocket. The same site was used. There was no report of patient harm or injury as a result. The device remains implanted and functional.